Manufacturer narrative:
Problem code relates to the reported issue of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the handle was rotated, the bands failed to deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Received one speedband superview super 7 device with the velcro strap for analysis; the ligator head was not returned. It was noticed that the crimp was present on the trip wire. A visual examination of the trip wire was found partially rolled in the handle, wrapped around the handle post and was placed in the edge of the handle bracket. The suture was not present on the device. A functional evaluation was performed; however, the handle could not be rotated due to the trip wire wrapped around the handle post and was placed in the edge of the handle bracket. No issues were noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, it has been identified that the trip wire was wrapped around the handle post and was placed in the edge of the handle bracket instead of securing it in the handle slot as mentioned in the dfu. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu) / product label; as the trip wire is meant to be secured in the slot on handle unit.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, when the handle was rotated, the bands failed to deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.